Event description:
It was reported that an alert for eri was received. Premature battery depletion was suspected. One month later, the device reached eol. It was noted that battery longevity was consistent with the industry standard. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of premature battery depletion from eri to eos was not confirmed. Based on device settings, a longevity calculation was performed and found to be within expected limits. The short eri to eos was due to the pacing parameters of the device as well as a capacitor maintenance which occurred after the device reached eri. The device was tested on the bench and no anomalies were found.